Event description:
It was reported that the instrument's pin was missing at the tip. No pt complications were reported.

Manufacturer narrative:
(B) (4): the instrument was returned to the MFR for eval. Upon visual eval, the upper and lower shaft is broken off at the pivot pin. The pin is missing and not returned for eval. Microscopic examination discovered a fairly brittle fracture. The location, direction, and amount of force required in order induce fracture of the shafts is consistent with application of excessive force, resulting in the foregoing event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specs.